Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021 during an operation for proximal femoral nail using tfna, the set screw step was performed after inserting the perforated blade. The flexible screwdriver and torque limiting screwdriver was not engaging with the set screw. Both ap and lateral x-ray views were shot to ensure the screwdriver was intact through the jig and connecting screw. It is unknown if the set screw was locked properly as the surgeon tried several times and felt that the internal thread of the set screw was damaged. The patient was stable after the procedure. Concomitant devices reported: perforated blade (part: 04.038.380s; lot# 48p5602; quantity: 1) unknown jig (part: unknown; lot# unknown; quantity: unknown) unknown connecting screw (part: unknown; lot# unknown; quantity: unknown). This report is for one (1) 11mm/130 deg ti cann tfna 200mm - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the narrative could not be confirmed based on the received picture. Just based on the picture (only pictures of the labeling) it is not possible to confirm a functional issue, therefore the complaint is rated as n/a in the confirmed field. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot = manufacturing location: monument, manufacturing date: 08-may-2020, expiration date: 01-apr-2030, part number: 04.037.143s, 11mm/130 deg ti cann tfna 200mm-sterile, lot number: 54p1235 (sterile). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 49p0923. Part number: 04.037.912.4, wave spring, shim ended, lot number: 45p7090. Part number: 04.037.942.2, lock prong, 130 degree tfna, lot number: 26p0463. Part number: 21127, timoagri16.00, lot number: 35p5569. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.